Manufacturer narrative:
Unit has not been returned, if the unit is returned for evaluation and any new information is discovered, a follow-up report will be submitted.

Event description:
A patient, who is using the portable stroller experienced a shortage of breath while out. The device dropped the flow without any influence on the settings. The device did not react, once the patient increased the flow pressure from 4 l/min to 6 l/min. The pressure stopped eventually and the patient panicked and called an ambulance.

Manufacturer narrative:
The unit was returned for evaluation. The unit in question was found to have a damaged qdv inlet fitting seal causing leakage. Leakage on the device will cause low operating pressure, which could likely affect flow rates if oxygen gas allowed to leak over an extended period. Leakage and flow rate checks should be performed as part of manufacturers recommended continuous maintenance.